Event description:
On (B)(6)2025, the user experienced a low blood glucose (bg) event, reaching 40 mg/dl. The user did not recall the specifics of the event, including whether a high bg or meal preceded the low. The user's spouse assisted as the user was feeling disoriented. An ambulance was called, and emergency responders provided glucose tablets and monitored bg levels until they stabilized. The user reported feeling dizzy and nauseous during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.